Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded a new cartridge to resolve the issue. There was no adverse impact the customer¿s blood glucose.